Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was a stain inside of the light guide lens and there was a gap between the server plug in and distal end of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields: h3, and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, and/or chemical stress by chemical solution used, etc. Subsequently, the light guide lens was invaded by humidity and then corroded. Irregular stress was applied to the distal end during device handling by the user. Subsequently, this may have led to a gap between the distal end and the z-block. The type of foreign material that remained on the device could not be identified therefore; a definitive root cause could not be determined. Three attempts were made to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.